Manufacturer narrative:
Brand name was unintentionally omitted from the initial report. This report contains the corrected data.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg site was relocated.